Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty implanting the right ventricular lead due to lead handling/use and anatomy of the patient. The lead was repositioned several times. The lead helix was retracted, not progressively but abruptly. The lead was removed from the patient and checked on the table. The helix mechanism was cleaned but the helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.